Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer received a result of 217 mg/dl on the advantage sensor system, and a result of 98 mg/dl on a professional system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.